Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing causing false atrial tach ycardia/atrial fibrillation (at/af) and therefore, improper mode switch. The ra lead remains in use. No patient complications have been reported as a result of this event.